Manufacturer narrative:
(B)(4).

Event description:
The spring wire guide kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn #(B)(4). The customer returned one, opened cvc kit for analysis. The guide wire was not included in the returned kit. No definite signs-of-use were observed on the other kit components. Visual analysis could not be performed on the guide wire as it was not returned for analysis. No other defects or anomalies were observed on any of the other kit components. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a damaged guide wire could not be confirmed through complaint investigation of the returned sample. The guide wire was not returned with the other kit components. Visual analysis did not reveal any defects or anomalies on any of the other components, and a device history record review was performed with no relevant findings. Without the guide wire returned for evaluation, the root cause cannot be determined from the available information. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The spring wire guide kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.